Manufacturer narrative:
Correction d4: catalogue #: d4: update to 2c4009k (remove 2c1009k as previously reported). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume folfusors overinfused; further described as "reduced infusion times." This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.